Manufacturer narrative:
(B)(6) unknown, pump received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer stated black mark on lcd screen. Customer reports damage to the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.